Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-aug-2023. H6: investigation summary: two samples model mp5301-c lot 23039109 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the male luer for both samples. The customer complaint that the set was unable to be flushed was replicated. A device history record review for model mp5301-c lot number 23039109 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector there were flow issues and a blockage. There was no report of patient impact. The following information was provided by the initial reporter: received notification that there was a non flushable product.. Item mp5301-c batch 23039109.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector there were flow issues and a blockage. There was no report of patient impact. The following information was provided by the initial reporter: received notification that there was a non flushable product.. Item mp5301-c batch 23039109.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.